Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported left side deflation. Device has been explanted and replaced.

Event description:
Physician reported, left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are deflation: observed, opening on radius side assessed, as surgical damage. And observed, opening on patch/shell bond edge side assessed, as unidentified (tear) opening shell thickness within specification. Additional observations: no other observations observed. No further actions are required, as the device was implanted.